Event description:
During ptca, balloon inflated and burst after fifth inflation. During removal attempt, balloon separated. Unable to remove portion of balloon and wire from coronary artery. Retained medical device surgically removed.